Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 407 mg/dl. The customer did not have a back up plan to treat their blood glucose levels. The customer stated that they may have to visit the emergency room to lower their blood glucose levels. The customer could not remove the battery cap to change the battery cap. The customer did not return the product back for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a stripped battery cap coin slot.